Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 56.2-56.7cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that the rv lead was suspected to be defective. The lead was explanted and replaced. The patient was discharged post procedure.